Event description:
Allegedly the patient was revised due to implant fracture stem. (Right). Revision njr number: (B)(4); side: r; primary asa: p2-mild disease not incapacitating.

Manufacturer narrative:
After the initial report it was determined that this product was reported in error. The product with the alleged deficiency was reported under MDR 3010536692-2018-01444. Please void the initial report.